Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a displayable history check failed on startup alarm on the insulin pump. Customer's blood glucose level was 151 mg/dl. Customer was not using the pump at the time the alarm occurred. It was explained that this was normal pump behavior. It was explained that a pump may give an alarm if without a battery for an extended period of time. Customer has 3 alarms on the same date. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump has a47 alarm in the history due to corrupted history file. Unable to upload to carelink due to a47 alarm in the history file. The insulin pump passed displacement test and a21 error test and no a21 alarm noted. The insulin pump was monitored and functioning properly. No cosmetic damage noted.